Manufacturer narrative:
The device was received by depuy synthes power tools. The device was evaluated, and during service a hole in the hose was found. If additional information becomes available, a supplemental report will be submitted. Ref: (B)(4).

Event description:
Report received from the USA stating that the "hole in the hose" into the device. It was unknown if the device was being used during surgery. It is unknown if injury or medical intervention occurred. There was no additional information provided. The date of the event is unknown.